Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is 204 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on the keypad traces noted. Keypad connector was fully locked. Moisture damage was found on the lcd board. The insulin pump has minor scratched window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing address and serial number labels.